Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 300 units of insulin, and the insulin gauge displayed 105 units and remained static. Then, after an extended period of time, the insulin gauge began to decrease at a normal rate. As the issue had occurred in the past, tandem technical support was unable to perform troubleshooting. At the time of the reported event, the customer confirmed that the issue had been resolved. There was no impact to the customer's blood glucose level.